Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6:this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during pfj surgery, one (1) 4.8 mm quick connect drill bit was placed in the wrong hole of the journey pfj im drill guide, it cold welded causing the device to snapback against the surgeon and the drill bit broke. All parts were recovered. Also, one (1) mini connector was faulty, not locking the drill fully. The procedure was resumed, after a non-significant delay, it is unknown if there was a back up device available. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation. The photographs were reviewed and revealed that the tip of the drill bit is fractured. Additionally, the drill bit is inside the wrong hole of the drill guide, however, through this inspection we cannot confirm that the drill bit is cold welded. For the drill bit, the device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. For the drill guide, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the drill bit, a review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. For the drill guide, a review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Since the instrument broke due to the drill bit being placed in the wrong hole, the event is attributed to user error, and no further contributing factors have been identified. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.